Event description:
The customer reported that he got an error message: check alarm indicators; the lamps failed of the mx800. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.